Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used on the day before (female patient; weight unknown). According to the complainant, "the wire was broken so the current of electricity could not be sent." No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.